Event description:
It was reported that the patient developed an infection and pain at the implant site. The implanted device remains.

Manufacturer narrative:
(B)(4). The implanted device remains.

Manufacturer narrative:
Per the clinic, on (B)(6) 2015 the patient underwent a surgical procedure to have the abutment removed and an internal magnet placed. This report is filed 09 sep 2015. The implanted device remains.